Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: biosense webster, inc. Product - smartablate generator kit-us, catalog #: m490007, serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, patient¿s blood pressure dropped on the arterial line. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove 500 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required for monitoring and to repeat echocardiography. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed during the case. The physician stated he, ¿felt a pop¿ and the generator shut off due to an impedance delta safety feature, ¿impedance spike delta¿ error message was displayed. The catheter irrigation was set at 15 ml/min. The parameters for stability used with the visitag module included 2.5mm range, 3 seconds, 25% 5 grams, 2mm tags. No additional filters were used with the visitag module. Force visualization features that were used were graph, dashboard, vector, and visitag with other (unspecified) color option.

Manufacturer narrative:
During an internal review on (B)(6)2019 , it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿ manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).